Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Product return is requested, and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a tool issue.

Manufacturer narrative:
Device received for this event is being corrected from unknown atis ev tool catalog # unk atis ev tool to implant driver ev (l) long catalog # 68015193. This is a follow up report for this corrected information. Correcting UDI # from ni to (B)(4). This is a follow up report for this corrected information.